Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was defective. There was no injury as a result of this event. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent and met the requirements for reflux and leak testing. However, the valve did not meet the requirements for pressure-flow and preimplantation testing. The valves inlet was damaged. The packaging box the valve arrived in was crushed upon receipt. It is unknown how or when this damage occurred to the valve and the packaging. The instructions for use cautions, ¿improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components. Such damage may lead to a loss of shunt integrit.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received indicated that the product did not have patient contact.